Event description:
It was reported that two psis were removed due to infection. No other information provided. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: information received on april 7, 2015: the surgeon called to report that this patient had trauma from birth/delivery, which lead to skull issues. This patient was missing approximately half of his skull; it had "melted away." Subsequently, peek psi was implanted for structural support. The patient had scapular wounds, and from repeated rubbing of the head on the bed, the wounds would reopen and would get infected, then the shunt hardware (manufacturer unknown) became infected. Subsequently, the psi and shunt hardware were removed. The dr. Confirmed that the infection and patient's death were not related to synthes devices. No other additional information or date of death would be provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is being reassessed upon request following post marketing surveillance review for patient specific implants. As a result of the review, a product development (pd) engineer was consulted regarding the 2 psis that were manufactured for this patient and featured in this complaint. The pd engineer indicated that two reported psis (B)(4) were manufactured and intended to function together as a unit; these psis were manufactured and released to warehouse on january 26, 2015. The first implant date was reported as (B)(6) 2015, but it has not been determined whether both psis manufactured by depuy synthes for this patient were implanted at that time. On (B)(6) 2015, it is reported that an implant was removed and a new implant was placed in the patient, due to infection. It is unknown if the removed implant includes both depuy synthes psi implants, nor is it known which is the manufacturer of the new implant put in place on (B)(6) 2015 known . The depuy synthes pd engineer also indicated that depuy synthes did not manufacture any other psis for this patient; therefore at this time it is unknown which company manufactured the psi implanted on (B)(6) 2016, or if both psis were both originally implanted together as intended. As indicated in the complaint record, on (B)(6) 2015, the surgeon reported that the infection and patient¿s death were not related to synthes device. The surgeon was not able to provide any additional information or date of death. The complaint events were discussed with a medical surveillance officer and her final assessment was that the synthes devices did not contribute to the patient¿s death. This assessment is based on multiple factors. These include the patient comorbidities of significant skull deformity, and the reported chronic scapular wound with recurrent infection which may serve as a site of entry for microbial pathogens, and the concurrent presence of a shunt, which may also serve as a site of entry, or persistent nidus for infection, more so than the psi based on their comparative geometries. The psi is distributed in non-sterile form to be sterilized at the point of use. When sterilization is conducted according to the instructions for use, the psi is not expected to cause or contribute to patient infection. Therefore, the patient conditions and concurrent presence of a shunt are the most likely causative factors in the patient infection. This is consistent with the surgeon assessment that the infection and patient fatality was not related to the depuy synthes psi. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: lot 7905503 - according to scanned documentation, psi device (B)(4) (7905503) was manufactured, etched, inspected, cleaned and forward for plasma treatment as per model specifications supplied by cmf product development on (B)(6) 2015. No inconsistencies were found during these processes. There were no non-conformance reports issued against this work order. Date of release to warehouse was (B)(6) 2015. Raw material (lot# 7749964) also had no issues (no non-conformance reports). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the original device was implanted on (B)(6) 2015. A postoperative infection occurred and the implant and shunt were removed on (B)(6) 2015. A new psi and shunt were implanted during that same revision procedure. The patient passed away a few days after the original implant was removed. It was reported that the patient had many pre-existing conditions not related to the implant.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: corrected data, DHR in report - lot # requested was 7905502, but conducted on #7905503. Device history records was conducted. The report indicates that the: lot # 7905502 according to scanned documentation in the DHR, psi device (B)(4) (7905502) was manufactured, etched, inspected, cleaned and forward for plasma treatment as per model specifications supplied by cmf product development on (B)(4) 2015. No inconsistencies were found during these processes. There were no ncr¿s issued against this work order. Date of release to warehouse was 26 january 2015. Raw material (lot# 7749964) also had no issues (no ncr's). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.